Event description:
A report was received that the patient was experiencing a shocking sensation. X-ray was taken and showed that the lead was anterior and not posterior. The patient underwent a revision procedure wherein the lead was adjusted back to original permanent implant level. The patient was doing well postoperatively.